Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during an in-clinic follow-up, the device did not deliver a vibratory patient alert when prompted. Technical support was contacted and recommended programming and remote monitoring to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.